Event description:
A (B)(6) result for (B)(6) was obtained on an advia centaur xp instrument. The patient was already known as being (B)(6). The (B)(6) result was obtained when the sample was run from the automation position. The laboratory reran the same sample on the same instrument from the front position. The result was (B)(6). There are no known reports of patient intervention or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
Siemens is investigating the cause of the (B)(6) result.

Manufacturer narrative:
(B)(4) 2012 additional information: a siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument, verified the calibration, adjusted the sample probe to cuvette bottom. The fse, proactively, replaced the incubation chamber due to rust found inside the chamber. The cause of the single discordant (B)(6) result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.